Manufacturer narrative:
Additional narratives there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model mitral valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H10: corrected data this event was found to be a duplicate report.